Event description:
Catheter was inserted in 2001. The next month, at the end of treatment, removal was carried out. The catheter was pulled and only the proximal part 6-7 cm. Came out leaving 35cm inside the vein system. The pt needed a surgeon to remove the remains.